Event description:
While retrieving the stone the basket broke off of the shaft of the extractor approx 1 to 2 cm back. A grasping forcep was inserted and hooked the basket to extract it. This event extended anesthetic and surgical time.

Manufacturer narrative:
Due to the complaint device not being returned, a proper eval could not be performed. The customer indicated "while retrieving the stone, the basket broke off of the shaft of the extractor approx 1 to 2 cm back." Add'l info received from the facility indicated the stone that was being retrieved was a large stone that was blocking off the ureter. The physician had a difficult time of passing the extractor around the stone. While trying to capture the stone the basket separated with the separation occurring approx 1 cm below the basket. The extractor's main shaft was removed and the physician opened another extractor and rat tooth forcep to retrieve the separated portion. Both segments of the extractor were disposed of following the procedure. The contact had indicated a few fragments were retrieved during the procedure, however did not know how or when the physician was going to retrieve the stone remaining. One device was pulled from finished stock for this eval. The handle of the stock basket was actuated several times noting the basket to exit from and retract back into the basket sheath as intended. Due to not being able to perform a physical examination of the complaint device, the customer's complaint could not be confirmed.